Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00721. It was reported the patient¿s trial leads were pulled on (B)(6) 2017 due to acute onset of pressure in the patient¿s back and abdomen with discomfort in her hips and thighs. MRI results were negative for a dura hematoma. The patient's discomfort and pressure were relieved instantly with the removal of the trial leads.